Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The second xience v stent (part 1009541-15, lot 8102361), indicated is being filed under the same MFR#.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that on (B) (6) 2009, pre-dilatation was performed prior to stenting of the obtuse marginal (om) with a xience v stent, and the proximal circumflex (cx) artery with another xience v stent. On (B) (6) 2010, the patient awakened with mid-sternal chest heaviness, took 2-3 nitroglycerin, and the symptoms returned an hour later associated with shortness of breath. The patient repeated the nitroglycerin with no relief. The patient presented to the emergency room and was rehospitalized. On (B) (6) 2010, the patient underwent successful cutting balloon angioplasty in both the om and cx arteries to treat in-stent restenosis. There is no additional information available.